Event description:
No pt involvement. It is reported to tornier, inc. That during a sales presentation of the affiniti related surgical tools tray, it was discovered that a drill bit was mislabeled with the identifications of a longer drill bit. The surgical tray and the instrument contains are durable, reusable class I devices. Drill bit part number 9000284 was mislabeled in surgical tray 9000288.

Manufacturer narrative:
Device return anticipated. Evaluation to be performed on receipt.